Event description:
It was reported to philips that system would not make x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information related to the procedure and its completion, but the customer did not provide the information. It was reported that system was unable to emit x-ray. The field service engineer confirmed that the customer did not report this issue to philips. Therefore, there was no information about the root cause and resolution of the reported problem and no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information related to the procedure and its completion, but the customer did not provide the information. It was reported that system was unable to emit x-ray. The field service engineer confirmed that the customer did not report this issue to philips. Therefore, there was no information about the root cause and resolution of the reported problem and no work performed by philips. The codes were updated based on the investigation outcome.